Event description:
A report was received that the patient underwent an ipg replacement due to charging difficulties. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the difficulty charging the ipg was not verified. Upon receiving, the ipg was in hibernation. The ipg was charged in one charge cycle. A review of the patient's charge profile did not find any charging issues.

Event description:
A report was received that the patient underwent an ipg replacement due to charging difficulties. The patient was reportedly doing well following the procedure.